Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009051, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6009051". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: packaging lot: the lot 6009051 was packaging according to the work instruction (wi) version 81, in the machine multivac 12, on 08/sep/2024, with a total of (B)(4) units. The sub-assembly: the tubing lot 4j01263 was manufactured according to wi version 27 on 08-sep-2024, with a total of (B)(4) units. The tubing lot 4j01227 was manufactured according to wi version 27 on 06-sep-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, functional test air leak according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 due to infusion set leakage, leading to hyperglycemia and diabetic ketoacidosis (dka). The blood glucose level was 600 mg/dl at the time of hospitalization, and the patient was treated intravenous drip. The length of hospitalization was more than 24 hours. The infusion set was in use for 1 day. The patient also tested positive for ketones. The patient also experienced vomiting and tiredness. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates.